Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using cartridges filled with humalog insulin for greater than 3 days. Tandem technical support informed customer that cartridges filled with humalog insulin should be changed every 2 days per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 128 mg/dl.